Event description:
Synthes screw removal set used during the case. The instrument broke apart inside the patient during use. Pieces of the instrument were successfully retrieved. No known harm at this time.